Event description:
It was reported that during the tibia collection screen, received collection issues with the anterior and posterior points even though the surgeon was observed taking them correctly, went back to the previous paint femur screen and then continued into the tibial collection screen which doctor then took those points again and were finally accepted. Delay of less than 30 minutes and no patient impact involved.

Manufacturer narrative:
H10: the device was used in treatment and case log files and screenshots were returned for evaluation. However, the returned log files did not contain the files dated for the date of the event (december 5). Thus, visual inspection and functional evaluation could not be performed device history record review found that the software version has been validated. A complaint history review found similar reports, this issue will continue to be monitored. A relationship, if any, between the subject device and the reported event could not be determined. A factor that could have contributed to the reported issue is if the initial anterior and posterior points taken were not taken correctly. If the case log files or screenshots associated with this event are returned at a future date, this evaluation will be reopened for investigation.